Event description:
It was reported that there was a red battery alarm, and the battery was not charging. The battery was replaced and tested. The faulty condition disappeared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an internal battery alarm message was confirmed via evaluation. The heartmate power module (serial number (B)(6) was inspected on 11dec2024; however, no photos of the evaluation were provided. After connecting the 12 volt backup battery to the power module, the unit alarmed with a yellow wrench and red battery symbol. The 12v battery was replaced and all tests were performed per procedure and passed without issue. The unit was returned to the customer site ready for use. The local engineer had confirmed that the power module had been stored with the internal battery disconnected. The internal battery would not be returned to product performance engineering for further analysis and was disposed of under local weee regulations. Device history records were reviewed, the backup battery was manufactured on 28jul2022 and was top charged/maintained and shipped in accordance with procedure while within abbott control. Based off the provided information, the root cause of the reported event was determined to be user error on the power module backup battery per recommended guidelines and labelling. The heartmate 3 instructions for use instructs an abbott trained user must connect the internal battery before initial use, and the power module must be plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. Device history records for the power module were reviewed and showed no deviations from manufacturing or qa specifications. The power module was shipped to the customer on 17may2023. The inspection data for the sealed lead acid battery (serial number: (B)(6) were reviewed and revealed that the battery passed. The sealed lead acid battery was inspected on 09aug2022. The sealed lead acid battery was shipped to the customer on 24may2023. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including all power module alarm conditions. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The faulty condition disappeared. The fault condition was rectified on site. The power module would be discarded. It was suspected that the unit had been stored incorrectly and unplugged, resulting in fault condition.